Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that four infusion sets got leaked insulin at site on 17/jun/2024. The infusion set been in use approximately 24 hours for each event. The customer addressed high blood glucose by changing the site and given correction boluses via pump. The issue was resolved after replacing the infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4